Event description:
It was reported that the patient presented to the hospital after experiencing shocks. It was identified that the leads had been reversed in the header. The leads were successfully revisioned on (B)(6) 2013.